Event description:
The user facility reported a water leak from their reliance 444 washer. No injuries, or procedure delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and determined the water leak was coming from the copper piping that connects the facility water supply to the unit. The steris technician replaced the worn piping. The technician ran a test cycle, confirmed the unit was operating to specification, and returned the unit to service. No additional issues have been reported by the facility pertaining to this unit. The unit was installed in 1999. The unit is currently under a steris service agreement; the last preventive maintenance was performed on may 27, 2014, at which time the unit was confirmed to be operating to specification.